Event description:
As reported, the balloon of (4) 6/7f mynxgrip vascular closure devices (vcd) popped while inside the patient, specifically when brought back to the arteriotomy. Hemostasis was achieved by non-cordis closure devices. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. The balloon did not lose pressure during preparation. The balloon did lose pressure while inside the patient, specifically when brought back to the arteriotomy. A 6f non-cordis sheath was used. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. Mild peripheral vascular disease or calcium was present near the puncture site. The device was used in an interventional procedure. The deployer was mynx certified at the mastery level. Other procedural details were requested but were not provided. The devices will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of (4) 6/7f mynxgrip vascular closure devices (vcd) popped while inside the patient, specifically when brought back to the arteriotomy. Hemostasis was achieved by non-cordis closure device. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. The balloon did not lose pressure during preparation. The balloon did lose pressure while inside the patient, specifically when brought back to the arteriotomy. The account said that they were able to salvage the access before ultimately closing with a non-cordis closure device. A 6f non-cordis sheath was used. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. Mild peripheral vascular disease or calcium was present near the puncture site. The device was used in an interventional procedure. The deployer was mynx certified at the mastery level. Other procedural details were requested but were not provided. The four devices used and sixteen sterile devices will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of (4) 6/7f mynxgrip vascular closure devices (vcd) popped while inside the patient, specifically when brought back to the arteriotomy. Hemostasis was achieved by non-cordis closure device. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. The balloon did not lose pressure during preparation. The balloon did lose pressure while inside the patient, specifically when brought back to the arteriotomy. The account said that they were able to salvage the access before ultimately closing with a non-cordis closure device. A 6f non-cordis sheath was used. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. Mild peripheral vascular disease or calcium was present near the puncture site. The device was used in an interventional procedure. The deployer was mynx certified at the mastery level. Other procedural details were requested but were not provided. A total of 17 mynxgrip vascular closure devices (6/7f) were returned for investigation. Sixteen (16) units were sterile and received in their original sealed pouch bags, while one (1) non-sterile unit was received inside a plastic bag. A sample is required for sterile units. The resulting sample size was three units. The three sterile units presented with the shuttle engaged to the black handle, stopcock open, a cordis mynx syringe detached, no catheter sheath introducer (csi) returned, sealant and advancer tube in manufacturing position, and no additional anomalies were observed. Regarding the one non-sterile, visual inspection showed that the shuttle was engaged to the black handle, while the stopcock was observed in the open position. A cordis mynx syringe was received attached to the unit. No catheter sheath introducer (csi) was returned for this evaluation. The sealant was in its manufacturing position, and the advancer tube was also in its manufacturing position. No additional anomalies were observed during this visual analysis. An inflation/deflation test attempt was performed to evaluate balloon functionality of the non-sterile device and during this evaluation, a longitudinal tear was found in the balloon. Additionally, the inflation/deflation test was executed on the balloon of the three (3) sterile units, and no issues related to the reported event were observed, as the balloons inflated and deflated as expected. A high-magnification evaluation was conducted on the balloon of the non-sterile device. This analysis confirmed the presence of a longitudinal tear. The reported event of ¿balloon balloon loss of pressure¿ was observed on the non sterile device during analysis of the returned device since the device since a longitudinal tear was observed on the balloon. However, testing of the sterile units demonstrated no leak or tears of the balloon. Therefore, while the exact cause for the issue reported could not be determined, procedural factors were likely since it was reported that mild peripheral vascular disease or calcium was present near the puncture site. This probably led to damage to the balloon surface of the used device. As per the instructions for use (IFU), the safety and effectiveness of the mynx control has not been established in patients with small femoral arteries (less than 5mm), or patients with clinically significant peripheral vascular disease in the vicinity of the puncture. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.